Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported inoperable keypad which was reproduced. Evaluation observed that the number 1 key was inoperable and found to be caused by a failed keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the keypad on a spectrum pump was inoperable. It was found in the emergency room but there was no patient involvement. No additional information is available.